Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the casing on her onetouch lancing device was cracked and/or broken. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on information obtained by the customer care advocate (cca). The patient stated that the alleged issue occurred 10 days prior to contacting lfs in the morning. The patient reported managing her diabetes with diet, exercise and oral medication. The patient told the cca that she had increased her medication to "januvia: 50mg, glipizide: 10 mg, and metformin: 500 mg," due to the alleged issue. The patient claimed that 10 hours after the alleged issue began she developed symptoms of "thirsty, frequent urination, pain in toes and high sugar." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the patient had been using the subject lancing device for one year and that there had been no misuse to the subject device. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.